Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported multiple, intermittent occlusion alarms occurred. The customer would either prime their pump supplies or perform supply changes to resolve the issue. The customer's blood glucose level was not impacted. As the customer was not receiving an occlusion alarm when tandem technical (cts) support was contacted, troubleshooting to determine a possible cause of the occlusion could not be performed. Cts educated the customer in occlusions.